Event description:
The manufacturer received information alleging a ventilator shuts off during use. There was no harm or injury reported. The device was evaluated by a field service engineer and the customer's complaint was confirmed. The device¿s software was reloaded and the system board, machine flow sensor, proportional valve, and 3 way solenoid valve needs replaced to address the issues.